Event description:
According to the literature source of study performed between 2021 and 2024, a prospective study including 156 cases of laparoscopic inguinal hernia surgery with mesh was completed between 2021 and 2024. Progrip self-gripping mesh or a competitor self-adhesive mesh was used. Complications listed included prolonged pain, seroma, and hernia recurrence in both groups. Interventions mentioned included medication and reoperation. Unplanned visits to the hospital were also mentioned, but it is unknown if these are hospital admissions. Laparoscopic inguinal hernia repair with self-fixated meshes: a randomized controlled trial. Dr. Anna-maria thölix, surgical endoscopy, 10.1007/s00464-025-11616-5.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.